Manufacturer narrative:
Batch review performed on 02 march 2022: lot 2003167: (B)(4) items manufactured and released on 22-july-2020. Expiration date: 2025-07-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Clinical evaluation performed by medical affairs department: delayed infection in tka, 4 months after surgical operation. Infection is a known possible adverse event following every surgery, including tka's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Preliminary investigation performed by r&d knee manager: the pictures show the tibial insert explanted covered by biological fluids, as expected after implant removal. Based on the available information it is not possible to state an implant's related failure root cause.

Event description:
Revision surgery 4 months after primary for knee infection. Liner revised successfully.